Event description:
Device report from synthes reports an event in japan as follows: it was reported that in (B)(6) 2023, the patient underwent an orif surgery with a tfna long nail for a sub trochanteric fracture (atypical fracture). The surgery was completed successfully with no surgical delay. After the surgery, the nail broke off below the blade insertion site. A revision surgery is scheduled for (B)(6) 2024. The surgeon suggested that the nail breakage was due to poor reduction and fracture type. No further information is available. This report is for one (1) tfna fem nail ø10 r 125° l340 timo15 this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j employee. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument, manufacturing date: 16-jun-2021, expiration date: 01-jun-2031, part number: 04.037.024s, 10mm/125 deg ti cann tfna 340mm/right- sterile, lot number: 209p848 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final, met all inspection acceptance criteria. Inspection sheet. Tfna assembly inspection, met all inspection acceptance criteria. Packaging label logs (pll) were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 83p2585 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended lot number: 77p1353 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Part number: 04.037.912.2, lock prong, 125 degree tfna lot number: 61p5077 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 61p6693 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.